Manufacturer narrative:
(B)(4). Batch # r5709v. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis results found that the ecs25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: in what procedure was the device used? Gastric roux. What is meant by ¿fired the device but no outflow of lumen¿? This is the way the surgeon described the event. Did the device staple? Yes. Did the device cut? Yes. Were there any malformed staples noted? Unknown. What is the current patient status? No adverse events.

Event description:
It was reported that during a gastric roux procedure, the doctor closed down, fired the device but no outflow of lumen on the bowel, possible part of lumen was caught on the back wall. Anastomoses was not complete. The doctor made the decision to convert to open and completed the anastomoses by hand sew technique. Doctor feels everything looked optimal but lumen was puckered. Partial circle closed but air could get through. Doctor felt the device fired accurately.